Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The sample for lot # 0061877512 was visually evaluated with no defects noted. The sample was attached to observe if it would fit into the pump; the tubing did not need to be stretched and there was no evidence of interference between the tubing couplers and the pump housing. In an attempt to replicate the reported defect of the air-in-line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the rate of flow throughout the therapy; no alarms occurred during the testing of the returned sample. The sample was also leak tested per specification with no leakages observed. A measurement of the outer diameter of the pump segment tubing was taken and found to be 0.151 inches, which meets the specification of 0.150 - 0.154 inches. Based on the investigation of the sample from lot # 0061877512, the sample is within specification and the reported defect could not be replicated. B. Braun has initiated a volunatary medical device correction 2523676-9/26/23-004-c for multiple batches of infusomat® pump sets manufactured between 01 january 2022 - 17 august 2023. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: we have two pumps that having similar issue air accumulation error. And did some investigation and the results as follows: issue: air accumulation exceeded. Done: test/checked the water value and below the acceptable range (1100-2250mv). Two different lots for IV line set was used and the results are: IV line 363430. Lot no.: 0061877512. Water value, min reading = 963mv; max reading = 1020mv. No patient involvement.